Event description:
The customer reported that the device intermittently failed to acquire both pads/paddles ECG and leads ECG. There was no reported adverse patient impact.

Manufacturer narrative:
(B)(4): the customer reported that the device intermittently failed to acquire both pads/paddles ECG and leads ECG. There was no reported adverse patient impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.